Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during a scheduled explant procedure, the physician had trouble explanting the right ventricular (rv) lead. Impedance was high and rv capture was gradually increasing. The patient was asymptomatic. The patient was stable throughout the procedure.